Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the device leaked during the procedure. The re-infusion was completed with no delay and no allegation of adverse consequences.